Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications. Additional device implanted/explanted: pxc121000/9180601.

Event description:
On (B)(6) 2011, the patient was undergoing repair of an abdominal aortic aneurysm. The gore excluder aaa endoprosthesis featuring c3 was deployed where intended. Upon ballooning with a medtronic reliant balloon, extravasation was noted from the aorta. The patient was converted to open repair, the devices were explanted and discarded. The patient tolerated the procedure.